Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.

Event description:
The reporter stated that during an infusion, the syringe was empty when the suspect device still displayed 20 cc left. There was no pt injury or treatment associated with this event.